Event description:
It was reported that the patient underwent generator replacement surgery due to battery end of service. The explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, the reported end of service was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion based on the battery life analysis and electrical test results. However, the pulse generator module did not perform according to functional specifications. All failures on the post-burn electrical test were related to the reed switch. The observed reed switch condition should have no adverse effect on battery longevity. With the reed switch substitution for s1, the pulse generator module performed according to functional specifications. Although the reported "no stimulation" and "end of service" allegations were verified to be an expected event, the reed switch did not function properly. However, the vns programming history database shows the patient initiated 9775 magnet swipes. The as received condition of the packaged device showed no anomalies. The failure mechanism for the reed switch (s1) was not ascertained. There were no other observed issues with the generator.

Event description:
Programming history from the physician's handheld device for this patient's device was reviewed on (B)(6) 2012. The last magnet swipe was on (B)(6) 2012, the date of the last interrogation; therefore, it is likely that the reed switch failure occurred post-explant and not in the field. In addition, 12,437 magnet swipes are registered, further supporting that the reed switch functioned in the field. Diagnostics from this appointment showed that the device was functioning properly. Design history files for the generator were reviewed. The generator passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred.

Manufacturer narrative:
Analysis of programming history and review of design history files performed date of event, corrected data: previously submitted MDR stated event date as (B)(6) 2012. Additional information shows that the event date was on or after the date of explant ((B)(6) 2012). This report is being submitted to correct this information.